Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record (DHR) review was performed for part # 357.377, lot # 7638322: release to warehouse date: 23-jul-2014, expiration date: na, supplier: (B)(6): no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during insertion of the helical blade during a trochanteric fixation nail (tfn) procedure to repair a proximal femur fracture on (B)(6) 2017, the helical insertion coupling broke. The head of the connection screw completely broke and the insertions handle show damage but probably from the long term usage. There was a ten (10) minute delay to the surgery. No fragments fell into the patient. No reported patient harm. Concomitant devices reported: unknown helical blade (part # unknown, lot # unknown, qty. 1); unknown trochanteric fixation nail (part # unknown, lot # unknown, qty.1). This report is for one (1) helical blade coupling screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product investigation was performed. The 357.377, lot number 7638322, helical blade coupling screw was returned with the proximal knob sheared off of the shaft at the weld location. The part was received broken in two pieces. The knob shows dents and wear from multiple hammer strikes. This complaint is confirmed. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Although a definitive root cause could not be determined, it is likely that this complaint condition is possibly due to excessive force or poorly angled hammer strikes to the knob during surgery. The 357.372 helical blade inserter and 357.377 helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system to aid in the insertion of helical blades. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No CAPA section. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.